Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument had an error. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: this defect was caught prior to using it on a patient.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. Image review: a review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: there is a scratch on the mcs tube extension. There is a potential fragment at the portion where the orange is revealed underneath.